Event description:
Customer called lfs in 2002 alleging that their one touch profile meter was giving a not ok message. Per cust. Service rep the following info was docmented: customer stated that their sugar levels dropped and got sick and cold sweats. They retested and got a 190mg/dl. They took regular dosage of insulin (time unk). They also stated that members of customer household found the customer and had to call the paramedics. Customer was given an IV and a glucagon shot. The paramedics got a 42 on their meter.